Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that in neuro intensive care unit (nicu) , the devices randomly shutting down while patient was in CT. When plugged in to ac power, the device turned on. However when unplugged, the entire alaris system shut down again. This was observed by manufacturer representative during site visit. There was patient involvement, but the outcome is unknown.